Event description:
Philips received a complaint from the customer on the v60 indicating that the proximal pressure sensor autozero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is currently pending. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
A field service engineer (fse) went onsite and was able to confirm the reported issue in the event log. The fse was later unable to duplicate the issue. No further action required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.